Manufacturer narrative:
Continuation of d10: product ID: b35300, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Product ID: neu_unknown, serial# unknown, product type: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from the rep that the left side was now charging slower. Rep made patient to check the charging speed, and it was set to the slowest speed of 1 somehow.

Event description:
It was reported that patient has a rechargeable implant on both sides and they are depleting at different rates and one is taking twice as long to charge. The caller noted that the one that is taking longer to charge actually has a lower voltage. Agent reviewed that it's not just that setting that figure into recharge interval. They have the reports from their last session with the patient from thursday last week and they both show excellent connection during recharging. Agent transferred caller to tech services to address and calculate recharge intervals to help determine if what they are seeing is normal or not. Left recharger, changed to right and right recharger changed to left. The caller was able to switch sides successfully and will monitor charge speeds over the next few sessions. Reviewed another thing to keep in mind is that the display only shows in 10% intervals, so it is unknown where the battery percentage falls within that 10%. The right ins seems to deplete more quickly and takes longer to charge. Technical services reviewed differences in coupling and ins location will affect charging time. Both inss are in the abdomen. Pt is not using the charging belt to charge because the belt is too small. Ts will request a replacement belt. Rep will swap wireless rechargers to see if that makes a difference.

Manufacturer narrative:
Continuation of d10: product ID b35300 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostimulator product ID neu_unknown serial# unknown product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.